Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend jaws were not opening properly. A second vessel sealer was used and worked fine. Customer proceeded with the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument jaw was not opening so another instrument was used. There was no adverse effect to the grasped tissue and no bleeding observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.